Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-oct-2020. The most recent information was received on 06-apr-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pain ('perpetual pain') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, ovarian cyst (laparoscopy/laparotomy), adhesive capsulitis, smoker (1 pack / year), dyslipidemia, parity 1, gravida ii, therapeutic abortion and overweight. Intolerant to morphine. Concomitant products included simvastatin for dyslipidemia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient experienced periarthritis ("adhesive capsulitis of the left shoulder"), pain in extremity ("pain in my feet (when walking)"), tendonitis ("tendonitis when using my arms / wrists, elbows"), arthralgia ("pain in my wrists, elbows and neck, knees, hips, stabbing pain between my shoulder blades"), back pain ("low back (when walking)"), joint swelling ("swelling of my feet, knees, and hands") and swelling of limbs ("swelling of my feet, knees, and hands"), 10 years 2 months after insertion of essure. On (B)(6) 2020, the patient experienced flushing ("flushing"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("difficult-to-treat musculoskeletal pain"), night sweats ("night sweats"), asthenia ("asthenia"), peripheral swelling ("swelling of the extremities"), palpitations ("intermittent heart palpitations"), hyperandrogenism ("hyperandrogenism"), hirsutism ("hirsutism") and nipple pain ("left nipple pain"). The patient was treated with codeine, morphine (opium), nefopam hydrochloride (acupan), tramadol, opium and surgery (essure removal via laparoscopic bilateral cornuectomy and salpingectomy on (B)(6)2020). Essure was removed on (B)(6) 2020. At the time of the report, the pain, periarthritis, pain in extremity, tendonitis, arthralgia, back pain, joint swelling, swelling of limbs, musculoskeletal pain, peripheral swelling and hirsutism outcome was unknown and the flushing, night sweats, asthenia, palpitations, hyperandrogenism and nipple pain had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, back pain, flushing, hirsutism, hyperandrogenism, joint swelling, musculoskeletal pain, night sweats, nipple pain, pain, pain in extremity, palpitations, periarthritis, swelling of limbs, tendonitis and peripheral swelling with essure. The reporter commented: batch number unknown. Reporter causality: unknown. The postoperative aftermath was uncomplicated and the patient was authorized to return home with a prescription for analgesics and prophylactic anticoagulation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Mammogram - in 2020: breast american college of radiology (acr) 2. Pathology test - in 2010: microcalcifications; in 2018: done for microcalcifications, found simple fibrocystic disease of the breast. Sample received : yes. Sample received at quality unit : 30-mar-2021. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 26-oct-2020. The most recent information was received on 02-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain ('perpetual pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: intolerant to morphine. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced periarthritis ("adhesive capsulitis of the left shoulder"), pain in extremity ("pain in my feet (when walking)"), tendonitis ("tendonitis when using my arms / wrists, elbows"), arthralgia ("pain in my wrists, elbows and neck, knees, hips, stabbing pain between my shoulder blades"), back pain ("low back (when walking)"), joint swelling ("swelling of my feet, knees, and hands") and peripheral swelling ("swelling of my feet, knees, and hands"). On an unknown date, the patient experienced pain (seriousness criterion medically significant). The patient was treated with codeine, morphine (opium), tramadol and opium. Essure treatment was not changed. At the time of the report, the pain, periarthritis, pain in extremity, tendonitis, arthralgia, back pain, joint swelling and peripheral swelling outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, joint swelling, pain, pain in extremity, periarthritis, peripheral swelling and tendonitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review events were partially recoded to. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-oct-2020. The most recent information was received on 02-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of chronic pain ('perpetual pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: intolerant to morphine. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced periarthritis ("adhesive capsulitis of the left shoulder"), pain upon movement ("pain in my feet, knees, hips, and low back when walking"), tendonitis ("tendonitis when using my arms / wrists, elbows"), painful joints ("pain in my wrists, elbows and neck"), shoulder blade pain ("stabbing pain between my shoulder blades"), joint swelling ("swelling of my feet, knees, and hands") and peripheral swelling ("swelling of my feet, knees, and hands"). On an unknown date, the patient experienced chronic pain (seriousness criterion medically significant). The patient was treated with codeine, morphine (opium), tramadol and opium. Essure treatment was not changed. At the time of the report, the chronic pain, periarthritis, pain upon movement, tendonitis, painful joints, shoulder blade pain, joint swelling and peripheral swelling outcome was unknown. The reporter provided no causality assessment for joint swelling, pain upon movement, painful joints, periarthritis, peripheral swelling, tendonitis, chronic pain and shoulder blade pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 26-oct-2020. The most recent information was received on 19-jan-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pain ('perpetual pain') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, ovarian cyst (laparoscopy/laparotomy), adhesive capsulitis, smoker (1 pack / year), dyslipidemia, parity 1, gravida ii, therapeutic abortion and overweight. Intolerant to morphine. Concomitant products included simvastatin for dyslipidemia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient experienced periarthritis ("adhesive capsulitis of the left shoulder"), pain in extremity ("pain in my feet (when walking)"), tendonitis ("tendonitis when using my arms / wrists, elbows"), arthralgia ("pain in my wrists, elbows and neck, knees, hips, stabbing pain between my shoulder blades"), back pain ("low back (when walking)"), joint swelling ("swelling of my feet, knees, and hands") and swelling of limbs ("swelling of my feet, knees, and hands"), 10 years 2 months after insertion of essure. On (B)(6) 2020, the patient experienced flushing ("flushing"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("difficult-to-treat musculoskeletal pain"), night sweats ("night sweats"), asthenia ("asthenia"), peripheral swelling ("swelling of the extremities"), palpitations ("intermittent heart palpitations"), hyperandrogenism ("hyperandrogenism"), hirsutism ("hirsutism") and nipple pain ("left nipple pain"). The patient was treated with codeine, morphine (opium), nefopam hydrochloride (acupan), tramadol, opium and surgery (essure removal via laparoscopic bilateral coronectomy and salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pain, periarthritis, pain in extremity, tendonitis, arthralgia, back pain, joint swelling, swelling of limbs, musculoskeletal pain and peripheral swelling outcome was unknown and the flushing, night sweats, asthenia, palpitations, hyperandrogenism and nipple pain had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, back pain, flushing, hirsutism, hyperandrogenism, joint swelling, musculoskeletal pain, night sweats, nipple pain, pain, pain in extremity, palpitations, periarthritis, swelling of limbs, tendonitis and peripheral swelling with essure. The reporter commented: batch number unknown. Reporter causality: unknown. The postoperative aftermath was uncomplicated and the patient was authorized to return home with a prescription for analgesics and prophylactic anticoagulation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Mammogram - in 2020: breast american college of radiology (acr) 2. Pathology test - in 2010: microcalcifications; in 2018: done for microcalcifications, found simple fibrocystic disease of the breast. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jan-2021: the case (B)(4) was identified as duplicate case from case (B)(4). Legacy device report num 2951250-2021-00046 medwatch 3500a MFR number (from deleted case (B)(4). All information from the case (B)(4) were transferred to case (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of chronic pain ('perpetual pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: intolerant to morphine. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced periarthritis ("adhesive capsulitis of the left shoulder"), pain upon movement ("pain in my feet, knees, hips, and low back when walking"), tendonitis ("tendonitis when using my arms / wrists, elbows"), arthralgia ("pain in my wrists, elbows and neck"), musculoskeletal pain ("stabbing pain between my shoulder blades"), joint swelling ("swelling of my feet, knees, and hands") and peripheral swelling ("swelling of my feet, knees, and hands"). On an unknown date, the patient experienced chronic pain (seriousness criterion medically significant). The patient was treated with codeine, ketamine, morphine (opium), nefopam hydrochloride (acupan) and tramadol. Essure treatment was not changed. At the time of the report, the chronic pain, periarthritis, pain upon movement, tendonitis, arthralgia, musculoskeletal pain, joint swelling and peripheral swelling outcome was unknown. The reporter provided no causality assessment for arthralgia, joint swelling, musculoskeletal pain, pain upon movement, periarthritis, peripheral swelling, tendonitis and chronic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.